Manufacturer narrative:
The synchroseal instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis investigation did not replicate or confirm the reported event. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. The jaw ceramic dots were present. Energy was delivered without any issues and the grips had no issues opening up afterward. The grip force test was performed and passed the straight orientation. No errors occurred during in-house testing. A review of logs showed no failures. There was no problem detected. No image or procedure video was provided for review. A review of the instrument log for the synchroseal instrument (480440-05/l91210921 0110) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022. This complaint is being reported based on the following conclusion: it was reported that the synchroseal instrument grips did not open and/or were clamped and could not be opened with the use of the emergency grip release function. Medical intervention may be required in the event that the synchroseal fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the jaws of the synchroseal instrument did not open after sealing. The procedure was reportedly completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.